Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl. The customer stated that the insulin pump was exposed to moisture. The customer stated that the display was not blank for less than 30 seconds and did not return. The customer was advised that the insulin pump will need to be replaced. The customer was reported to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white / blank display. Per visual examination the pcbs and lcd display were heavily corroded. Unable to perform the displacement test due to display anomaly. Device has a crack on the battery tube which starts at the corner of the belt clip rails.